Event description:
Boston scientific crm received info that this pt underwent a pacemaker implant procedure. Following the procedure, the boston scientific sales rep (sr) had difficulty interrogating the device, however confirmed the device was pacing as a magnet provided the appropriate magnet response. After the sr attempted placing the wand above the device, he was able to interrogate. Two days following this implant procedure, we received info that the pt passed away. The cause of death was being attributed to a perforated septum. The sr stated during the procedure, the ventricular lead had high thresholds so it was repositioned and was fixated to the right ventricular lateral wall. The sr stated the lead was never fixated to the pt's septum, however since the pt had a very thin septal wall, they could have inadvertently perforated the septum causing it to rupture during the implantation of the ventricular lead. No further info is available at this time. If additional info becomes available, this event would be updated as necessary. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.